Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was alarming, flashing and the screen was blank and the center button was unresponsive. Customer also reported to have received a stuck button alarm. Customer will call back to complete troubleshooting. The insulin pump is not expected to return for analysis.